Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insufflation unit had errors, cannot choose cavity mode and error alarm appeared. The issue occurred during preparation for use. There were no reports of patient harm.